Manufacturer narrative:
Upon follow up it was reported treatment with amikacin was discontinued 14 days after initiation and treatment with imipenem was discontinued 11 days after initiation. Dianeal therapy was ongoing ¿with no reported problem¿. The patient was discharged from the hospital seven days after admission and the patient was recovered from this peritonitis event the same day. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause was unknown. The patient was hospitalized on the same day as onset of the event and started treatment with vancomycin (1 gram, once in four days, intraperitoneally for three days), amikacin (125 milligrams, once daily, intraperitoneally and ongoing) and imipenem (500 milligrams, twice daily, intraperitoneally and ongoing). At the time of this report, the patient was recovering and pd therapy was ongoing. Additional information is not available.